Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were turning in before clips hit tissue. This same issue occurred with a second device as well. A third device of same code was used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed four conforming clips and two clips with gap as the clips snapped towards the tissue stop. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.